Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the arachnoiditis was determined in (B)(6) 2010. Multiple loculated cysts were found in MRI after the patient started complaining the symptom of headache had returned. The patient was having difficulty with gait. No cause was determined but it was not believed to be device or therapy related. The cysts started cervically and went to the t9 level. The cyst wrapped around her spine from front to back, starting thoracic and later moving lumbar. It was noted it may have always been lumbar. When the patient had imaging it was always of her brain and the cervical/thoracic area and no one ever did a lumbar until they were going to try to remove it. The cyst was really long. It was also noted the spinal cord was tethered due to diffused arachnoiditis. The surgery did happen (B)(6) 2011. Due to the spinal cord tethering and the placement of the cysts, the cysts could not be removed, but a pencil point shunt was placed in the lumbar area for drainage. This helped minimally. There was never a true resolution as both shunts (see manufacturer report # 3004209178-2014-12941) were still implanted. The symptoms did resolve, but no cause for the condition was ever found. The device and therapy was able to be ruled out. The drug in the pump at the time of the event was not reported, but the therapy was noted as intrathecal baclofen.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that the physician discovered the patient had an arachnoid cyst wrapped around her spine and performed a surgery in 2011. At the base of the patient¿s spine was a pencil point drainage shunt from this. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.